Manufacturer narrative:
The returned device analysis did not confirm the reported material deformation as no issues were noted to the lock lever threads. However, the reported leak was confirmed during device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The observed twisted lock lever shaft, protruding polyimide tubing and scratches on the lock lever cap were a result of troubleshooting steps/procedural circumstances. Since the leak was confirmed, this appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device is filed under a separate medwatch report number.

Event description:
This is filed to report a leak. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. An xtw clip was inserted and m-knob was applied. However, the clip moved in the opposite direction. It was then observed the device had been miskeyed. The physician decided to remove the device and replaced it with a new xtw. While preparing the new xtw, a leak was observed at the lock lever cap. The lock lever cap was attempted to be unscrewed, but it was noted to be very difficult to unscrew. The physician felt as though the threading of the device was not correct causing the seal to be poor. The cap was reattached, but the leak continued to occur. Therefore, the clip delivery system (cds) was not used and was replaced. One clip was then successfully implanted, reducing mr to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.